Event description:
Complainant alleged that during incoming inspection of the device, it was being put "through all kinds of tests" by the facility's medical director, when the screen displayed a "status 78" error message. The director then stopped testing the device, but left it on all night and the unit "then went dead." There was no pt involvement in the reported malfunction.